Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip blew at 4,298 joules. Also, it was reported that there was a decrease in fiber vaporization efficiency. No pt injury was reported. The device was not returned for eval.